Event description:
Patient reported obtaining back-to-back blood glucose results of 121 mg/dl, 203 mg/dl, 183 mg/dl, 132 mg/dl, and 234 mg/dl, while using the suspect device. Patient indicated that no action was taken based on these results. No pt injury was reported and no treatment was rec'd. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.